Event description:
When the catheter was placed in the pt no fluid drained out after the catheter was placed on suction with a bottle or wall drainage. Catheter needed to be removed and a new catheter placed.

Manufacturer narrative:
Info has been forwarded to the manufacturing facility for investigation. Results are pending. A follow-up report will be filed.